Manufacturer narrative:
Tracking #.50614. D6: device returned with no lot ID. Based upon the inquiry info rec'd and the visual and functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was fired and it fired and formed the remaining clips as designed. There were no anomalies noted with the clips from the jaws. The reported incident could not be recreated with the remaining clips.

Event description:
It was reported during a laparoscopic cholecystectomy while using the er320 the first clip was applied to the cystic artery and the second clip fell into the abdominal cavity upon the advance of the clip into the jaws. The clip was not retrieved. There was no consequence to the patient.